Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve implanted (B)(6) 2017; 439888 lead implanted (B)(6) 2018; w4tr01 crtp implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and premature ventricular contractions (pvc). The right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.